Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported issue of 'randomly powers off when using the keypad', which was confirmed during evaluation when testing on battery power. The rear case required replacement to correct the issue.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump randomly powers off when using the keypad. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.